Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the actual device was not returned, the detailed analysis of it could not be performed. Since the lot was unknown, the manufacturing record and shipping inspection record could not be investigated. Regarding the involved product, no similar issues attributable to the manufacturing process have been reported in the past three years. Since the lot was unknown, the manufacturing record and shipping inspection record of the actual device could not be investigated. In addition, since the actual device was not returned, it was not possible to clarify the cause of the occurrence. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guidewire and/or endotherapy device and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guidewire could cause patient injury, such as perforation, hemorrhage or mucous membrane damage. It may also damage the endoscope, instrument and/or endotherapy device.".

Event description:
The user facility reported that during an ercp case, while the torque was being rotated, the g-260-2545a broke off at approximately 6cm from the distal end. The broken piece dislodged inside the patient's body. The dislodged part was immediately retrieved using forceps. The product was replaced with another one (it was unknown whether it was our product or competitor's) and the procedure was completed. The dislodged piece was removed using forceps. The patient recovered.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: reporter name: requested, unknown. E2: health professional: requested, unknown. E3: occupation: requested, unknown. H4: device manufacture date: unknown due to unknown lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Since the lot number was unknown, the manufacturing record and the shipping inspection record could not be investigated. Since the lot number was unknown, the manufacturing record and the shipping inspection record could not be investigated. (B)(4) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).